Manufacturer narrative:
Investigation in process.

Event description:
It was reported that through radiograph evaluation the patient's implant was observed to be fractured. The patient was asymptomatic. The patient was revised due to a fracture in the tm patella.

Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. Compatibility with the femoral component was not determined. An examination of the explanted device reveals 2 cracks in the tm patellar baseplate at locations consistent with the areas on the tm patellar baseplate that are devoid of biological tissue ingrowth. In addition, an engineering evaluation of the corresponding x-rays indicates what appears to be a gap between the resected native patella and the tm surface of the tm patella. It is theorized that the cracks may have resulted from cyclic loading (device implanted for approx. 6 years, 5 months) coupled with insufficient support across the entire bearing surface of the patellar implant. Insufficient support can result from, but is not limited to, an uneven resected native tibia, incomplete seating of the tm patella during implantation or bone resorption over time. This condition may have been further compounded by the increased load on the device secondary to patient obesity. This investigation is considered closed at this time. Should additional information become available, this report will be updated.

Event description:
It was reported that a radiographic examination showed a crack in the tm patella upon routine exam. Patient was asymptomatic. Patella was revised on (B)(6) 2016.